Manufacturer narrative:
The customer reported that the power supply on the central nurses station (cns) was bad while in patient use. Customer was provided the part number for the power supply to resolve the issue.

Event description:
The customer reported that the power supply on the central nurses station (cns) was bad while in patient use.